Event description:
Same case as: 2134265-2009-02576, 2134265-2009-02578, 2134265-2009-02579. It was reported that during a coronary drug eluting stenting treatment procedure, a dissection occurred. The totally occluded lesion was located in a mildly calcified and mildly tortuous mid to distal left anterior descending artery. The lesion was predilated with an apex 2.0x12mm balloon to 6 atms for 15 seconds. A dissection was noted in the mid to distal section of the lesion by angiography. The physician attributes this dissection to the ballooning of the complete total occlusion and in the opinion of the physician was an expected result. A 2.0x40mm apex balloon was advanced to the lesion to treat the dissection and was inflated 3 times, once to 6 atms for 60 seconds and twice to 10 atms for 60 seconds each. A 2.25x24mm taxus atom drug eluting stent was advanced to the lesion and was deployed at 12 atms for 20 seconds. The physician then experienced balloon withdrawal difficulties. The contrast ratio was reported to be 50% and the physician had no difficulty inflating the balloon to 6 atms. The balloon was fully inflated without waist and was fully deflated before the physician attempted to withdraw the balloon from the stent. In an attempt to withdraw the balloon, the physician positioned the guide and inflated the stent to 12 atms, however; the guide was still pulled into the proximal left anterior descending artery. The balloon was removed successfully after an additional 10-15 seconds. A 2.0x12mm apex balloon was used to balloon the 1st diagonal. The physician then noted that there was a second dissection in the proximal left anterior descending artery. A 2.25x12mm taxus atom drug eluting stent was advanced to the dissection and deployed at 9 atms for 20 seconds. The physician attributed this dissection from the guide or one of the other multiple devices that passed through the artery. Post interventional stenosis was reported to be 10% and distal flow normal. The patient remained stable through the entire case and no further injuries or complications occurred. Patient status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.